Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified signs of use and wear and tear with gouges in several areas of the trial. There are also scratches and nicks across the entire device. There is one post on the trial that is fractured off and was returned. Checked all the product identifiers and all were conforming. Fracture surface artifacts of hackle marks, river lines, and a probable shear lip suggest the bending overload failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the trial implant fractured. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. The patient did not retain any foreign particle from the fractured device. Due diligence is complete. Noadditional information is available.